Manufacturer narrative:
The device was received for investigation and the reported problem was confirmed. The safety balloon was damaged and leaked when attempting to inflate the internal carotid balloon. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
During pre-use testing, approximately 1 cc of inflation was applied to the white balloon, at which time a defect in the balloon was observed. The shunt was not used on the patient. No patient injury was reported.